Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 02/19/2013; belt: 08/04/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was in the hospital at the time of the treatment event. It was reported that the patient was unconscious at the time of the treatment event. Hospital staff were with the patient and CPR was initiated. Review of the download data indicates that the patient received three inappropriate shocks in response to CPR artifact. CPR artifact contributed to the false detection. The patient's rhythm was bradycardia from 10 bpm to 25 bpm and degraded to asystole 25 minutes prior to treatment. The patient was in asystole with CPR artifact at the time of the first treatment and remained in asystole until after the last shock was delivered and the electrode belt was disconnected. Response button use was not noted.